Event description:
The manufacturer received information alleging an undefined service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's printed circuit assembly was replaced to address the issue.